Event description:
Related manufacturer reference number: 3006705815-2023-00039. It was reported that the patient experienced autoreducing due to high impedances on both of their leads. Surgical intervention may occur in the future to address the issue.

Manufacturer narrative:
Exact date of event is unknown.

Manufacturer narrative:
A patient experienced autoreducing due to high impedance was reported to abbott. No intervention is scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient underwent a surgical procedure on (B)(6) 2023 during which both leads were explanted and replaced to address the issue.